Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/04/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last bolus delivery occurred on (B)(6) 2014 and the last basal delivery on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 at 07:24 and resumed at 10:19 the same day. There were no alarms or issues observed. The basal total daily dose history matched the programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. All deliveries that occurred during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter alleged the patient¿s blood glucose was between 300-590 mg/dl with polydypsia, extreme drowsiness, difficulty waking up, and confusion on (B)(6) 2014. It was reported the patient remained on pump therapy and was hospitalized for an unrelated foot ulcer infection with treatment of intravenous fluids, insulin delivery via the pump and via injection. The reporter noted the patient¿s healthcare provider adjusted the pump¿s basal rate setting recently. It was determined by animas customer technical support and statement of the reporter that the hyperglycemia was caused by the foot ulcer infection. The patient¿s healthcare provider insisted that the pump be replaced. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged inaccurate delivery issue of unknown cause.